Event description:
It was reported the ipg is moving in the pocket as a result making it difficult to charge. Surgical intervention may occur to revise the pocket at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.